Event description:
Boston scientific received information that during the implant procedure when the right ventricular (rv) lead was first inserted into the header of the pacemaker it paced and still paced when the setscrews were tightened. However, the physician was concerned that the lead was not fully inserted so the rv lead was removed and reseated into the header. When the rv lead was placed back in pacemaker's header pacing inhibition was exhibited. When the setscrew was tightened pacing was observed. Boston scientific technical services (ts) was consulted and was not able to determine a reason why this occurred. The device and lead remain in service with no other issues. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.